Event description:
It was reported that in the morning, first the patient didn't hear anything with the device, then putting on the coil she experienced a loud cracking sound and then again no hearing sensation at all. Testing showed that the device has malfunctioned. The external parts were exchanged. After that, the patient was able to hear with the device for 15 minutes, but then again no hearing sensation. The patient was reimplanted on (B) (6), 2010.

Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.